Event description:
Pt sustained a left hand extravasation during injection of 150 ccs of conray dye. She was having a CT guided biopsy of the pelvis. Injury resulted in compression syndrome of left hand and forearm. IV-22 gauge needle was placed in hand. She underwent an emergency fasciotomy and has had subsequent debridements and skin grafting.